Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The blood glucose level was 280 mg/dl at the time of incident. The current blood glucose was 100 mg/dl. Customer treated with bolus. The customer did experienced the symptoms such as nausea ,vomiting ,stomach pains. Customer was assisted with troubleshooting. Customer stated that there were no air bubbles. Insulin pump passed displacement test. Customer was assisted with high pressure test and found that bubbles were in the tubing. The drive support cap was normal. Customer alleging the insulin pump because customer was experiencing high blood glucose. The product will not be returned for the analysis.